Event description:
Under CT guidance an 18-gauge biopsy needle was advanced into a right tibia mass. The lesion was noted to be extremely sclerotic, and difficult to initially traverse. However, the needle was slowly advanced until its distal portion was in the sclerotic region corresponding to the abnormality on recent imaging study. A core sample was obtained, in addition to 2 fna aspirates. The needle was attempted to be removed. Again, given extremely dense, sclerotic nature of this lesion, the needle was situated within the bone. The needle was slowly retracted and removed. However, it was noted immediately after the needle was removed, that the distal portion of the needle remained embedded within the tibial cortex. The patient had no immediate complications from the residual needle tip.

Event description:
Under CT guidance an 18-gauge biopsy needle was advanced into a right tibia mass. The lesion was noted to be extremely sclerotic, and difficult to initially traverse. However, the needle was slowly advanced until its distal portion was in the sclerotic region corresponding to the abnormality on recent imaging study. A core sample was obtained, in addition to 2 fna aspirates. The needle was attempted to be removed. Again, given extremely dense, sclerotic nature of this lesion, the needle was situated within the bone. The needle was slowly retracted and removed. However, it was noted immediately after the needle was removed, that the distal portion of the needle remained embedded within the tibial cortex. The patient had no immediate complications from the residual needle tip.